Event description:
The customer reported that the m3002a fell from mount and hit member of the staff on the head resulting in injury.

Manufacturer narrative:
(B)(4). This complaint was deemed reportable due to the fact that the customer was injured as the device fell from mount onto the nurse's head. Additional investigation will be done to determine if there was an actual health risk. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.